Event description:
It was reported that the patient presented in clinic for an implantable cardiac monitor (icm) implant procedure. Post procedure, it was noted that there was no bluetooth (ble) telemetry. The icm had no magnet response even when stacking two to three magnets. Interventions included switching ble dongles, outlets, programmers, and attempting to connect via my merlin on both the patient's cellphone and a mobile transmitter (mtx). The patient was brought back the following day and a simple interrogation re-establish the ble connection. There were no reported patient consequences.